Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose and low blood glucose. Customer blood glucose value at the time of incidence was above 400 mg/dl and current value was above 400 mg/dl. Customer other blood glucose value were 50mg/dl,141 mg/dl, 159mg/dl, 252mg/dl, 294mg/dl, 450mg/dl, 180mg/dl and 238mg/dl. Customer stated they receive insulin flow block alarm and assisted to perform hp test and displacement test and test result was passed. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Customer stated they just experienced urinate and thirsty. Customer allege the insulin pump under delivering insulin. The customer was treated with manual injection. The device will not be returned for analysis.